Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reason. All components were removed and replaced. No information about the patient's outcome was provided.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both of cylinders had wear at folds in cylinder body; no leaks were found. Cylinder 1 had a hole in the outer tube at the proximal cylinder body that was result with sharp instrument damage; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder 2 had a hole in the outer tube with broken fabric treads at the cylinder body that was result with sharp instrument damage; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. The ams 700 momentary squeeze (ms) pump was visually inspected; there was a leak in the kink resistant tubing (krt) that was result of sharp instrument damage; hole was present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred during implant, while implanted or during explant. These damages are consistent with explant damage, and were considered a secondary failure. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient presented a non-functioning inflatable penile prosthesis (ipp). The pump would not fill cylinders due to a hole in the tubing. All components were removed and replaced. No information about the patient's outcome was provided.